Event description:
Customer's wife reported that her husband received low readings from the adc freestyle libre sensor scan compared to readings obtained on a competitor meter. Customer received "lo" (readings less than 40 mg/dl) on his sensor and was unable to treat himself due to unspecified symptoms. Caller further reported that the customer was hospitalized and obtained an unspecified reading on the hcp meter. Customer was diagnosed with hyperglycemia and treated with fiasp (fast acting insulin) on 09-nov-2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was not valid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.  Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the representative of product available in the field and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the libre sensors and showed no trips.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that her husband received low readings from the adc freestyle libre sensor scan compared to readings obtained on a competitor meter. Customer received "lo" (readings less than 40 mg/dl) on his sensor and was unable to treat himself due to unspecified symptoms. Caller further reported that the customer was hospitalized and obtained an unspecified reading on the hcp meter. Customer was diagnosed with hyperglycemia and treated with fiasp (fast acting insulin) on (B)(6) 2018. There was no report of death or permanent injury associated with this event.